Event description:
It was reported that the device had triggered the elective replacement indicator (eri). Additionally, the device did not meet the expected longevity, had low battery voltage and unusual voltage trend behavior due to telemetry being stuck in a partially-on state. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Primary analysis indicated lock-up in an integrated circuit. Concomitant product: 5076-52 crdm non-defib lead, implant date: (B)(6) 2011. (B)(4).